Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383512 and lot number 3244627. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd nexiva single port catheter leaks. The following information was provided by the initial reporter, translated from chinese to english: the nurse performs an indwelling needle puncture on the patient and uses a pre-filled punch tube after a successful puncture, at which time the indwelling needle is found to be oozing, and the indwelling needle is re-replaced and then punctured and checked for integrity. Due to the exudate, the patient was punctured twice.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.